Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained oversensing noted due to noise on the right ventricular (rv) lead. Diagnostic imaging was performed and clavicular crush damage was noted on the lead. Following this event, inappropriate defibrillation therapy was delivered due to the rv noise episodes. The lead was replaced at this time and the patient was stable following the procedure.